Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer was wearing the cartridge for longer than 48 hours. Tandem technical support informed customer that wearing the cartridge for longer than 48 hours, is off label per the user guide. Customer¿s blood glucose (bg) level was 200-300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.